Event description:
It was reported that a spectrum pump had alarmed downstream occlusion during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion was not reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Alarms but were not determined if the alarms were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device properly detected a downstream occlusion introduced to a running set and the evaluator found the force sensor calibration within expected range. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.